Event description:
A surgeon reports that an intraocular lens was replaced approx one year following implant surgery due to an increase in iop and increased pigment in the anterior chamber angle. The pt's visual acuity is 20/20. The anterior chamber lens was intentionally placed in the sulcus by another surgeon. Add'l info has been requested.

Event description:
The surgeon that performed the lens exchange provided additional info. She does not feel that pt's symptoms are related to the intraocular lens (iol). Her comment states that the lens should not have been placed in the sulcus by the previous surgeon. The pt began developing severe glaucoma, uveitis and moderate cystoid macular edema (cme) immediately following intraocular lens implant surgery. The lens was removed and replaced; however the surgeon feels it is too soon to predict the pt's final outcome. Per directions for use, the iol is intended for placement in the capsular bag.